Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was successfully deployed in the laa of the patient. The patient was not administered protamine post procedure due to a non-thrombus smoke in the appendage. An activated clotting time of 382 range was noted. After the procedure, a manual pressure was held on the groin for approximately an hour and no hematoma was noted. Later in the evening, the patient developed hematoma in the groin and a fem stop hemostasis device was applied. The patient was transferred to intensive care unit (ICU) and developed an effusion. A pericardiocentesis was performed to drain approximately 500-600cc of fluids. The drain was removed in the afternoon the following day. The patient remained stable and was discharged home.